Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that the site reminder was not annunciating as expected. During troubleshooting with tandem technical support, it was determined that the customer was no properly setting the site reminder. Tandem technical support educated on the site reminder feature. Customer had elevated blood glucose levels reaching 500 mg/dl. Customer addressed elevated bg levels via the pump.